Event description:
It was reported that the asymptomatic patient presented in hospital for a generator replacement due to normal elective replacement indicator. Upon interrogation, an auto mode switch episode was noted to have been caused by noise. The noise was reproducible with arm movement. The lead was capped and replaced on (B)(6) 2017. Patient was stable before, during, and after the procedure.